Event description:
It was reported that a malfunction occurred involving a pump, with the specific code 12-0x2071 mentioned. There was no reported adverse impact to the customer's blood glucose level. The customer received a replacement pump for insulin therapy.